Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009; 419488 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several alerts had triggered for high undefined pacing impedance on the right ventricular (rv) lead. High pacing thresholds had also been observed. The lead remains in use. No patient complications have been reported as a result of this event.